Event description:
It was reported that device data was not able to be uploaded and no reports were available for review. Technical services (ts) stated the device data possibly failed due to low voltage status. A request was made to have data from this device analyzed. Data analysis showed radio frequency (rf) telemetry is disabled and identified potential high impedance within the battery. Device replacement was recommended. The patient was in sinus rhythm so the cardiologist made the decision to explant the device without admitting the patient to the hospital. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.